Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with medications taking longer to infuse than anticipated. The medication should have been infused in 3 hours and it took 3 hours and 50 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.